Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted event log file, containing approximately 26 days of information (04jun2023 to 30jun2023 per timestamp). Beginning at timestamp 10:13:23 on 26jun2023, the rsoc values of both cables began to decrease steadily. These fluctuations first resulted in the activation of low power hazard and power cable disconnect alarms. As the rsoc values approached ~0 volts, no external power alarms were activated. The atypical alarms cleared shortly later at 10:13:38, when the rsoc and voltages returned to typical values for the mpu. This sequence of events is consistent with a loss of ac power to the mobile power unit. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed above the low speed limit. The mpu (serial number: unknown) was not returned for analysis. The root cause of the no external power alarm was determined to be a loss of ac power to the mpu; however, the reason for the power loss could not be determined through this investigation. The device history records could not be reviewed, as the serial number of the unit was not provided. The heartmate 3 patient handbook warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review captured on (B)(6) 2023, a series of no external power events. This was caused by power to the mobile power unit (mpu) being briefly interrupted.